Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number:3006705815-2020-33018 additional information received indicated that the ipg and the leads were explanted and replaced with a new ipg and penta lead. This resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32228. It was reported the patient was not receiving effective stimulation due to changes in impedance values based on the patient¿s posture. Reprogramming was performed; however, it was unable to provide effective therapy. Patient¿s system auto-reduces on its own. In turn, surgical intervention may take place at late date to address the issue.